Manufacturer narrative:
The insulin pump passed functional testing. All operating currents are within specification. No prime/fill or low battery anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window.

Event description:
It was reported that the batteries in the customer's insulin pump were not lasting much more than three or four days. Her blood glucose was 446mg/dl at the time of reporting. She had reportedly received a replacement battery cap but the problem continued. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.